Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient called "feeling constant thumping on left side" due to diapraghm stimulation. A chest x-ray and ECG revealed normal results. During device interrogation, it was noted that the lv lead was causing diaphragmatic stimulation even at low thresholds. Despite reprogramming, the stimulation continued. The lead was turned off and will be retested in one month no further patient complications have been reported as a result of this event. It was further reported that the lead was repositioned but the diaphramatic stimulation continued. The lv lead was then reprogrammed to left ventricular ring to right ventricular coil and the diaphragmatic stimulation ceased. The patient was enrolled in (B)(4) study.

Event description:
It was reported that patient called "feeling constant thumping on left side" due to diapraghm stimulation. A chest x-ray and ECG revealed normal results. During device interrogation, it was noted that the lv lead was causing diaphragmatic stimulation even at low thresholds. Despite reprogramming, the stimulation continued. The lead was turned off and will be retested in one month no further patient complications have been reported as a result of this event.